Manufacturer narrative:
Concomitant products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3888-56, lot# va0n5pg, implanted: (B)(6) 2014, product type lead; product ID 3888-56, lot# va0n5pg, implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was seen post-operative on (B)(6) 2014 where the sutures were removed and the incision site covered with steri-strips. The patient was told to leave the strips alone and just let them fall off. The patient then returned to the clinic on (B)(6) 2014 where it was noted that there were no steri-strips present (they stated that they just ¿came off¿) and were expected to be left on for 10-14 days to help heal the wound. It was noted that a portion of the lead component (about 1 cm) of their implantable neurostimulator (ins) was protruding and was visible through the wound site the patient was taken back to the operating room on (B)(6) 2014 where the lead was removed and replaced. The patient was placed on antibiotics post-operatively (believed to be vancomycin since the patient had many allergies). Follow up information reported that the patient was seen on (B)(6) 2014 where the ins system was just turned on and they were educated on how to control the device. The patient had good coverage and was happy when they left the appointment. If additional information is received, a follow-up report will be sent.